Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as in the 40-50 (mg/dl) range. Reportedly, the reason for the low bg levels were unknown. Customer drank juice or ate candy bars to address impacted bg levels.